Event description:
During the t-lif procedure, the final tightener (product code: 2867 45 550) broken and remain in the patient body and causes delayed in surgical time for about 10 minutes. Second final tightener shaft couldn't final tighten. Click sound should be heard during the final tightening and surgeon could not heard the click sound during the final tightening.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device found the handle featured some signs of age but no immediately observable damage. Testing the tightener handle found that it would not ratchet at any level of torque. The handle was then disassembled. The end of the torque wrench¿s shaft that lies inside the handle has some rust and debris on it that may have contributed to the issue. However, the associated sprocket inside the handle also features a large amount of rust and has been broken into two separate halves. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the final tightener handle becoming seized cannot positively be determined. The age of the device (>3 years) has been noted as wear and tear and fatigue may have contributed. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.